Manufacturer narrative:
A ge representative evaluated the system and replaced a circuit board. No patient injury was reported.

Event description:
Customer reported the system shuts down on its own. No patient injury was reported.